Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of swelling, pallor, discoloration at implant site and poor peripheral circulation were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical intervention to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and its manifestation. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-jun-2024 by a registered nurse concerning a 43-year-old female patient. The patient was not pregnant or breastfeeding. The patient had no known allergies, medical or vaccination history, allergies. She did not undergo any facial surgery or implants. The patient had previously received treatment with unspecified lip dermal filler over 5 years ago and had unspecified anti-wrinkle treatment in (B)(6) 2024 (2 weeks prior to treatment of restylane kysse) to upper face. On (B)(6) 2024, the patient received treatment with 1 ml of restylane kysse (lot 20784), 0.5 ml each to upper and lower lips using unknown needle type with retrograding threads for volumisation. Post treatment, the capillary refill was less than 2 seconds. Approximately an hour later, on (B)(6) 2024, the patient experienced capillary refill delayed (poor peripheral circulation) of 6 seconds and severe vascular occlusion (vascular occlusion). The patient also experienced swollen (implant site swelling) upper lip, dark discoloration (implant site discolouration) and areas of blanching (implant site pallor). The prescriber was contacted and 1 vial (1500 u) of hylase [hyaluronidase] was administered and the area was massaged. Thereafter, the patient was treated with another 2 vials (3000 u) of hylase because the capillary refill was 3 seconds as reported by the prescriber along with 300 mg of aspirin [acetylsalicylic acid] and 2 tablets of zyrtec [cetirizine hydrochloride]. Additionally, the patient massaged her upper lip and was placed under led treatment. The hcp reviewed the patient virtually for 2 days by prescriber and no further hylase was required. On (B)(6) 2024 (3 days post vascular occlusion), the hcp had seen the patient in person and the area was perfumed and pink, the capillary refill was less than 2 seconds. The patient was virtually reviewed by the prescriber. Outcome at the time of the report: vascular occlusion was recovered/resolved. Capillary refill delayed was recovered/resolved. Swollen was recovered/resolved. Dark discoloration was recovered/resolved. Areas of blanching was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 04-jul-2024 from the same reporter: events (implant site discolouration, pallor and swelling) were added. Patient demographics, event severity, reporter causality and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious event of poor peripheral circulation were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical intervention to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion and its manifestation. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment:: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-jun-2024 by a nurse concerning a female patient of an unknown age. The patient was not pregnant or breastfeeding. The patient had no known medical or vaccination history, allergies. She did not undergo any facial surgery or implants. The patient had previously received treatment with unspecified lip dermal filler over 5 years ago and had unspecified anti-wrinkle treatment in (B)(6) 2024 (2 weeks prior to treatment of restylane kysse) to upper face. On (B)(6) 2024, the patient received treatment with 1 ml of restylane kysse (lot 20784), 0.5 ml each to upper and lower lips using retrograding threads with unknown needle type. Post treatment, the capillary refill was less than 2 seconds. Approximately an hour later, on (B)(6) 2024, the patient experienced capillary refill delayed (poor peripheral circulation) of 6 seconds and vascular occlusion (vascular occlusion). The prescriber was contacted and 1 vial of hylase [hyaluronidase] was administered and the area was massaged. Thereafter, the patient was treated with another 2 vials of hylase because the capillary refill was 3 seconds as reported by the prescriber along with 300 mg of aspirin [acetylsalicylic acid] and 2x tablet of zyrtec [cetirizine hydrochloride]. Additionally, the patient was placed under led treatment. The hcp reviewed the patient virtually for 2 days by prescriber and no further hylase was required. On (B)(6) 2024 (3 days post vascular occlusion), the hcp had seen the patient in person and the area was perfumed and pink, the capillary refill was less than 2 seconds. The patient was virtually reviewed by the prescriber. Outcome at the time of the report: capillary refill delayed was recovered/resolved. Vascular occlusion was recovered/resolved.